Event description:
It was reported that during surgery, then nitinol needle got stuck at the end of the suture passer at extended range and would not go back into the loading area. It was determined that needle fractured off inside passer. Needle tip had to be removed with pliers. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D2b. Device product code gab selected as ovn was not available. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6 the reported even is confirmed as the suture passer was returned with the pin broken. Needle broken is unconfirmed. Visual inspection shows that only the suture passer was returned. The lock-stitch and suture passer needle were not returned. Upon inspection of the suture passer it was noted that the trigger pin weld has broken. Other than some minor wear on the instrument, no other damage is noted. The bottom jaws are conforming to the print. For the needle, no product was returned or pictures provided; visual and dimensional evaluations could not be performed.. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.